Event description:
It was reported that the pump was interrogated on (B)(6) 2014 and the logs indicated a motor stall occurred on (B)(6) 2014 at 17:12 and stopped pump period may exceed tube set occurred on (B)(6) 2014 at 12:12. This device system delivered morphine. Additional information was requested. In addition, there was volume discrepancy as the actual volume in the pump 20 ml but the expected as noted on the programmer was 12 ml.it was further reported that there was a difference as the pump ¿had effectively 20ml, but the programmer indicated 12 ml. It was then concluded that ¿the program indicates that debt happening but the pump is not working. " no patient harm, injury or death was reported and no actions required as result of this event. He patient was reportedly doing fine. It was then reported that the pump had been stalled since (B)(6). In addition, the patient was hospitalized on (B)(6) 2014 and was discharged on (B)(6) 2014. During the hospitalization, the patient was administered morphine via venous. The patient remains with a lot of pain and is taking approximately 300mg morphine orally per day. A rotor test was performed. ¿the lecture of the pump made and the image where the physician collects the medication to verify if what was inside the pump was what the programmer was showing. Therefore it was observed that it was totally different.¿ once, the programmer showed 4.9ml of solution while 15ml was aspired. The physician was waiting for the decision if the device was to be replaced. The pump was interrogated on (B)(6) 2014 and noted that the stall recovered on (B)(6) 2014 at 14:37.

Event description:
On (B)(6) 2015, further information was received from a distributor via a company representative that the pain was due to the discontinuation of therapy. Ultimately the pump was explanted and replaced. The pump was expected to be returned. It was unknown if the patient received oral therapy due to the pain and motor stall. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported via the representative that every time telemetry was performed the message "motor stall occurred" was noted. In addition, when checking the reservoir volume there was a difference noted that the pump had 17 ml but 15 ml was indicated. It was soon concluded that "for the program is having the debt but the pump is not working." Reportedly, the next week after this last check, the patient returned to the clinic and the doctor found that "there was no debt at all and that remained the same 17 ml." On (B)(6) 2015, the physician along with the representative held the rotor test and according to both "it remained the same during the scheduled minute." It was unknown if further troubleshooting or diagnostic testing occurred or other interventions to resolve the issue. The issue was not resolved at the time of the report. The product status was noted as implanted but out-of-service. The patient noted pain related to the event but no injury, hospitalization or surgical intervention was needed at this time. At the time of the report the patient's status was reported as alive-no injury. The morphine concentration was 10.0 mg/ml with a dose of 10.002 mg/day in simple continuous mode. Additional information was requested to clarify resolution. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015 further information was received from the company representative and later also from the distributor representative that the patient's pain was due to the to the interruption of therapy. The error of the pump and the cause of the motor stall was not determined nor known how it was originated. Should additional information be received a supplemental report will be filed.